Event description:
Part of it stayed inside me- vagina [foreign body in reproductive tract]. (Nausea), abdominal pain and (eyes tension, stomach) [abdominal pain]. Nausea, (abdominal pain and eyes tension, stomach) [nausea]. (Nausea, abdominal pain) and eyes tension, (stomach) [eye disorder]. When I pulled the tampon out (part of it tore) and stayed inside me- tampon [complication of device removal]. Part of it tore- tampon [device breakage]. Case narrative: consumer reported via e-mail that part of the tampon tore and stayed inside during removal. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Part of it stayed inside me- vagina [foreign body in reproductive tract], (nausea), abdominal pain and (eyes tension, stomach) [abdominal pain], nausea, (abdominal pain and eyes tension, stomach) [nausea], (nausea, abdominal pain) and eyes tension, (stomach) [eye disorder], when I pulled the tampon out (part of it tore) and stayed inside me- tampon [complication of device removal], part of it tore- tampon [device breakage]. Case narrative: consumer reported via e-mail that part of the tampon tore and stayed inside during removal. No serious injury reported.